Event description:
It was reported that this right atrial (ra) lead had exhibited a gradual increase in right atrial (ra) pacing impedance that led to out of range measurements above 3000 ohms that resulted in a lead safety switch (lss). Noise was also reported. Technical services (ts) was consulted and recommended further lead evaluation. This ra lead remains in service. No adverse patient effects were reported.